Manufacturer narrative:
The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. It was noted the previous repair process was carried out in an appropriate manner according to olympus standard. There was no deviation. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was not returned for evaluation; therefore, the exact cause of the reported issue could not be conclusively determined. The suggested phenomenon may be caused by inadequate drying inside the channel during repair, the temperature and/or humidity change from storage environment, etc. It remains unknown if incorrect drying of the scope occurred after repairs or at the user facility.

Event description:
Olympus ((B)(4)) was informed by the customer that when the evis exera iii colono-videoscope was received back from repair and during receipt inspection the customer reported "the scope is also not dried properly, there are all kinds of water droplets in the biopsy channel."

Manufacturer narrative:
No device will be returned for evaluation as the customer has reprocessed the scope appropriately and is in use at the facility.